Event description:
The customer reported to olympus, the evis exera iii colonovideoscope angulation wheels no longer allowed full angulation. The issue was found during the procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the connecting tube had foreign material and the objective lens adhesive had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found: the indication on the flexibility adjustment ring was unclear. The grip had discoloration. The forceps channel port had a dent. The air/water cylinder had no color. The suction cylinder had no color. The control unit was shaved. The scope cover was deformed. The switch box had a scratch. The scope connector cover unit had discoloration. The scope connector case unit had discoloration. The plug unit had a scratch. The scope connector cover unit had corrosion due to water leakage. The plug unit was dirty due to water leakage. The cable unit had discoloration due to water leakage. The label on the suction connector was damaged. Due to corrosion on the plug unit, e216 (scope communication error) occurred. Due to burn on the plastic distal end cover, insulation resistance value at distal end did not meet the standard value. Due to damage on the bending tube, the bending angle in the up direction did not meet the standard value. The image guide protector had a cut. The objective lens had a crack. The light guide lens had a crack. The bending section cover had discoloration. The adhesive on the bending section cover had a crack. The connecting tube had a wrinkle. The universal cord had a scratch. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to insufficient reprocessing. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in cf-h185l/I operation manual chapter 3 preparation and inspection. IFU states the preventative measures in cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.